Event description:
It was reported that during a coronary stenting treatment procedure, a stent embolization occurred. The 95% stenosed and roughly calcified target lesion was located in the mid left anterior descending (lad) artery. The target lesion was pre-dilated with an unspecified balloon and then an attempt was made to advance a liberte' monorail coronary stent 2.75x16mm, but it was not possible to cross the lesion. The stent was replaced with a liberte' monorail coronary stent 2.75x8mm which successfully crossed the lesion. The physician decided to re-introduce the 2.75x16mm stent as the 2.75x8mm stent had successfully crossed the lesion site and the lesion was longer than 8mm. Again it was not possible to cross the lesion with the 2.75x16mm stent despite also using a different guide catheter. Another attempt to cross the lesion was made with the 2.75x8mm stent but unsuccessful. The stent delivery system was removed, and it was noted the stent was dislodged inside the pt, and located in the distal left leg. The physician decided to leave the stent in the pt as it was felt there was no risk to the pt. The procedure was completed with plain old balloon angioplasty (poba). There were no pt complications reported. One week post-procedure, angiography was performed, and it was confirmed the dislodged stent remained in the pt's left leg. The current pt condition was reported as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaints trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.